Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarms without explanation, had frozen up and also received button errors. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
The p-cap or reservoir locked in place properly during testing. Device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, self test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No frozen screen anomalies noted. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked j2/lcd keypad connector. .